Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in intensive care unit at hospital due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level 470 mg/dl and 270 mg/dl at the time of incident and the current blood glucose level was 356 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer stated that the insulin pump had critical pump error. The device will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book).